Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced a blood glucose value of 253 mg/dl following a supply change and observed insulin leaking from the cartridge, with troubleshooting confirming the user had not attached the connector to the cartridge outside of the pump prior to installation; the event involved the cartridge/reservoir component and a leak/splash device problem. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed evidence consistent with a leakage at a seal associated with the reservoir component and leak/splash behavior. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.